Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-50. Serial number: (B)(4). Batch/lot number: 104043 /104958. Model/catalog description: phase iii linear lead - 50cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.